Event description:
Several instances of the fluid inside the cup leaking out after closing. The cup lid "clicks" when closing to indicate it has sealed. Discovered multiple cups not clicking when closing. Not all the cups that did not "click" when closed leaked, but all the cups that leaked did not "click". Reference report: mw5149505.